Event description:
It was reported the customer was attempting a 5.9 unit correction when he received a finished loading alarm. Customer's blood glucose was 500 mg/dl. He stated he had treated his blood glucose with a syringe. While assisting the customer with clearing the alarm, it was found the customer had a prime/rewind anomaly. Customer stated he was stuck in the rewind complete/bolus delivery loop. Customer was advised to remove his battery. Troubleshooting was able to help the customer exit the rewind complete/bolus delivery loop. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).